Manufacturer narrative:
Additional information received: the physician reviewed the images from approximately 2 months post index procedure and noted that a small outpouching was observed in the distal landing zone but there was no communication of the contrast retrograde into the aneurysm. So no contrast leakage was seen into the aneurysm sac according to the doctor and the aneurysm size was stable. Later, following review of the cts from one year later the physician noted progressive dilation of the aneurysm sac and determined need for re-intervention with three-vessel snorkel . Per the physician, the valiant navion device associated with a type ib endoleak is vnmf3737c97tu, sn (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v nmc3737c223tu, serial/lot #: (B)(4), ubd: 04-dec-2020, UDI#: (B)(4); product ID: vnmc3737c90tu, serial/lot #: (B)(4), ubd: 22-may-2021, UDI#: (B)(4); product ID: vnmf3737c97tu, serial/lot #: (B)(4), ubd: 04-sep-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aneurysm. It was reported approximately 14 months post the index procedure, follow up CT identified a type ib endoleak and aneurysm enlargement. On (B)(6) 2021 intervention was completed - taaa three-vessel snorkeling was completed with a non mdt stent to the left renal, non mdt fenestrated endovascular graft 8.5x8x199, non mdt 6mmx5cmx120 graft at the left renal, and a non mdt graft 7.7x28x82mm implanted. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: core lab review of CT imaging from (B)(6) 2020 identified a new type ib endoleak on the navion grafts vnmc3737c90tu ((B)(6)) and vnmf3737c97tu ((B)(6)). A new type ii endoleak was also noted. The max aortic diameter was noted as 57.9mm. No stent fracture, stent ring enlargement or stent ring migration was identified. The imaging was noted as na for aortic enlargement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.